Event description:
In 2008, the distributor reported that during surgery eight days prior, as the surgeon was going to measure the rod length, the rod caliper broke. The surgeon was able to retrieve the pieces from the wound.

Manufacturer narrative:
Pt info was unk. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.